Manufacturer narrative:
Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresse guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the clinical data site that the patient on (B)(6) 2016 the presented to the emergency department (ed) with concerns about potential driveling infection due to redness and drainage and was admitted for intravenous (IV) antibiotic and further evaluation.  Patient hospital course remained uneventful and he was discharged to home on (B)(6) 2016 on oral augmentin for 1 month when the issue was stated to be resolved. No additional information available.